Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-10314. It was reported that the patient received a pacemaker and myodex lead for treatment for congenital complete heart block. The patient had a ventricular tachycardia/ventricular fibrillation episode and external defibrillation was administered. After defibrillation, the pacemaker failed to pace and the patient passed.